Event description:
Burning sensation in nose; I am required to test weekly for covid-19 for work. We use the color nasal swab test kits. I used the kit appropriately and had a burning sensation in my nose and throat, and an odd taste in my mouth. Color. FDA safety report ID # (B)(4).